Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 470 mg/dl, which was treated with the insulin pump. The customer also reported no delivery alarms and a bent cannula. Customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Evaluated three opened/used reservoirs. Performed pre-fill test to reservoirs and transfer guards. The reservoirs had no occluded anomalies found during analysis. Also, inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion, reservoirs not occluded.